Event description:
A health authority received 38 reports of implanted intraocular lenses (iols) in 25 patients with defects in the material creating listenings or refractive anomalies in the matrix of the lens. The defects have created disabling glare effects. Thirteen of the patients are bilaterally implanted; twelve of the patients are unilaterally implanted. This patient is unilaterally implanted. No further information is expected. There are 38 reports associated with these events; this is the 18th report.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. (B)(4).